Manufacturer narrative:
Investigation conclusion: a device history review is not required as once again, the event description does not indicate a potential manufacturing issue. Paravalular leakage can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the report stated this issue was due to positioning as the valve was place too low (14mm).

Event description:
Medtronic received information that during implant, a transcatheter bioprosthetic valve was placed in too low a position, resulting in central regurgitation. A snare was used along with the delivery catheter system (dcs) in an attempt to better position the valve; however, it moved above the target location and was left positioned in the ascending aorta. A subsequent attempt to place a second valve of the same size in the desired location was unsuccessful. The implant of this valve resulted in its placement in a low position. A fourth valve of a smaller size was then successfully implanted valve-in-valve inside this valve. No subsequent adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Separate reports have been filed on the unsuccessful placements of the first and second valves. A supplemental report will be filed when the investigation is completed or if additional information is received. (B)(4).